Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked error log. Found fos and fill fail errors at same time period.no other fos errors during other use.performed preliminary checks, and checked calibrations. All checks passed and calibrations within specs.perform fiber optic testing 3x¿s. All tests passed.problem may have been a crimped or kinked catheter line, or from patient movement when in use.device passed all performance and safety tests according to factory specifications. Unit cleared for use.

Event description:
It was reported during use cardiosave intra aortic balloon pump (iabp)had fiber optic was not measuring properly ,catheter was replaced.there was no patient harm and injury reported.